Manufacturer narrative:
The complaint investigation for false reactive alinity s htlv-I/ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Trending review determined no related trend for the issue and the product. Return testing was not completed as returns were not required. Device history record review did not identify any non-conformances or deviations with the likely cause lot numbers and complaint issue. To assess field performance, initial reactive rates, repeat reactive rates and specificity (assuming 0 prevalence) per lot number were calculated. The performance of the identified reagent lots of the assay at the customer of interest were consistent with the performance of the other lots tested at the site and aligned with the performance of the peer group. The %specificity (assuming 0 prevalence) for the htlv complaint lots at the customer site ranged from 99.840 to 99.958% compared with peer performance on the complaint lots ranged between 99.935 to 99.967%. In summary, the field data analysis for the complaint lots of alinity s htlv-I/htlv-ii, list number 06p07-55 at ibts did not identify issues associated with initial reactive, repeat reactive rate, initial-repeat reactive rate or specificity (based on assumption of zero prevalence). Additionally, reactive rate field performance data was evaluated to determine how many samples within the timeframe are exhibiting reactivity on the htlv assay at ibts and other customer sites. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of the alinity s htlv-I/ii, lot numbers 88331li00, 24237be00, 25381be00, 34144be00 and 43298be00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry: see event details. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06p07-55, that has a similar product distributed in the us, list number 06p07-60. See MFR# 3002809144-2023-00027-00 for lot number 24237be00. See MFR# 3002809144-2023-00028-00 for lot number 25381be00. See MFR# 3002809144-2023-00029-00 for lot number 34144be00. See MFR# 3002809144-2022-00457-00 for lot number 43298be00.

Event description:
The customer observed false reactive alinity s htlv I/ii results for six donors. The following data was provided (>/=1.00 s/co is reactive): sample ID (B)(6) initial result, on (B)(6) 2018 with lot number 88331li00, was 11.81, repeat results were 11.97 and 11.48 s/co. Sample ID (B)(6) initial result, on (B)(6) 2018 with lot number 88331li00, was 2.93, repeat results were 1.98 and 1.97 s/co. Sample ID (B)(6) initial result, on (B)(6) 2021 with lot number 24237be00, was 5.7, repeat results were 5.42 and 5.16 s/co. Sample ID (B)(6) initial result, on (B)(6) 2021 with lot number 25381be00, was 4.74, repeat results were 4.29 and 4.42 s/co. Sample ID (B)(6) initial result, on (B)(6) 2022 with lot number 34144be00, was 1.06, repeat results were 1.11 and 1.2 s/co. Sample ID (B)(6) initial result, on (B)(6) 2022 with lot number 43298be00, was 14.52, repeats were 15.00 and 14.14 s/co. All reference laboratory results were negative. There was no impact to donor management reported.